Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). The reported malfunction was identified by a livanova representative during annual maintenance. The technician traced the reported malfunction to a defective potentiometer. The service representative replaced the defective component to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a potentiometer of a s3 roller pump was found to be out of tolerance. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.